Manufacturer narrative:
No unexpected ticking/scrolling of numbers or button error alarms were noted during testing; however, one button had intermittent response due to corroded keypad traces. The following cosmetic damage was also noted: cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 172 mg/dl. The customer stated that the while programming a bolus the menu began scrolling on its own. In response the customer changed the battery but received a button error alarm shortly after. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.